Event description:
It was reported that the helix did not extend from the tip when it was tested prior to implant. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found. The full lead was returned for analysis. Photographs were taken before and after deployment of helix, and no issues were found.